Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the stem. Intra- operatively, trunnionosis and black tissue were noted. Patient's stem, head, and liner were revised to a restoration modular stem construct, ceramic head, and an adm/ mdm liner construct. Rep confirmed there are no allegations against the revised liner.